Event description:
It was reported that, during implant testing, the low energy shock impedance was 140 ohms. The screening for this patient only passed in the alternate sensing vector. The high energy defibrillation threshold test impedance was 137 ohms. The defibrillation test was unsuccessful. The doctor repositioned the electrode closer to the sternum and now the impedance was 180 ohms. The doctor elected to explant the system the next day and successfully implanted a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the low energy shock impedance was 140 ohms. The screening for this patient only passed in the alternate sensing vector. The high energy defibrillation threshold test impedance was 137 ohms. The defibrillation test was unsuccessful. The doctor repositioned the electrode closer to the sternum and now the impedance was 180 ohms. The doctor elected to explant the system the next day and successfully implanted a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.